Manufacturer narrative:
(B)(4). The device was returned. Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified posterior tibial artery. During the first inflation of the 2.5 mm x 200 mm x 150 cm armada 18 balloon dilatation catheter (bdc) to 8 atmospheres, a leak was noted at the hub. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new armada 18 bdc was used to successfully complete the procedure. No additional information was provided.